Event description:
It was reported that the 9800 system had no video image displayed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The lemo pin connector was repaired during the svc call. The system was tested, and found to be working as intended, and put back into svc.